Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain") and device dislocation ("migration of essure device") in a 28-year-old female patient who had essure (batch no. C35389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedures performed: essure procedure and novasure endometrial ablation" on (B)(6)2015. The patient's past medical history included unilateral leg pain, nausea and hepatic steatosis on (B)(6)2015. Previously administered products included for birth control: mononessa; for an unreported indication: percocet. Concurrent conditions included obesity, dysfunctional uterine bleeding since (B)(6)2015, uterine dilation and curettage since (B)(6)2015, hysteroscopy since (B)(6)2015, endometrial ablation since (B)(6)2015, irritable bowel syndrome since (B)(6)2015, endometritis since (B)(6)2015, hematometra since (B)(6)2016, adenomyosis since (B)(6)2016, nabothian cyst since (B)(6)2016, endocervical squamous metaplasia since (B)(6)2016, chronic cervicitis since (B)(6)2016, leiomyoma nos (cystic follicles and benign paratubal cysts.) Since (B)(6)2016 and paratubal cyst (- uterine serosal adhesions.) Since (B)(6)2016. On (B)(6)2015, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("severe abnormal menstruation pain,dysmenorrhea (cramping)"). On (B)(6)2015, the patient experienced fallopian tube disorder ("severe scar tissue near the essure device, permanent scars"). On (B)(6)-2016, the patient experienced procedural pain ("painful surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuation"), weight increased ("weight gain / loss: weight gain"), dysgeusia ("metallic taste in mouth"), dyschezia ("painful bowel movements"), dysuria ("painful urinary"), fatigue ("fatigue"), uterine pain ("uterine pain"), abdominal pain ("abdominal pain/ severe abdominal cramping when not menstruating"), abdominal pain lower ("lower abdomen pain"), back pain ("severe back pain, when not menstruating"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia(painful sexual intercourse)"), allergy to metals ("nickel allergy"), pruritus ("itching") and rash erythematous ("red rash on chest at all time"). The patient was treated with ibuprofen, paracetamol (tylenol), ibuprofen (advil), antiinflammatory/antirheumatic products, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) . Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysgeusia, fatigue, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia and pruritus was resolving, the device dislocation, weight fluctuation, weight increased, dyschezia, dysuria, uterine pain, procedural pain, fallopian tube disorder, vaginal infection, vaginal discharge, allergy to metals and rash erythematous outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube disorder, fatigue, headache, migraine, pelvic pain, procedural pain, pruritus, rash erythematous, uterine pain, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 228.00 lbs. Mr - indications for procedure: she presents with intractable pelvic pain that is unresponsive to anti inflammatory medication and she is requesting definitive surgical therapy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Ultrasound scan vagina - on (B)(6)2015: total bilateral occlusion. On (B)(6)2015, final diagnosis: endocervical curetting¿s: benign endocervical tissue. Endometrial curetting¿s: benign endometrial mucosa with weak secretory feature. On (B)(6)2015, CT abdomen and pelvis: impression: 1. There is a low attenuation fluid and air bubble identified within the endometrial canal. This would be an atypical appearance for a menstruating patient. Correlate for any recent endometrial procedure or instrumentation such as hysteroscopy or endometrial ablation. Infectious etiology such as an endometritis is a differential consideration. Correlate for any vaginal discharge. 2. Hepatic steatosis. On (B)(6)2016, specimen(s) submitted: specimens: 1. Uterine cervix and fundus. 2. Bilateral tubes and ovaries. Final diagnosis: hysterectomy and bilateral salpingo-oophoruomy: cervical nabothian cysts, squamous metaplasia, and chronic cervicitis. - inactive endometrium. - leiomyoma. Cystic follicles and benign paratubal cysts. - uterine serosal adhesions. Gross description: metallic coils are noted at the fundus, within the right and left apparent fallopian tube orifices/cornua. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: "pelvic pain" and "medical device monitoring error". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received - outcome for the event 'lower abdomen pain, fatigue' were added as recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer/ attorney on 13-oct-2016 in united states, on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for birth control. Over the following weeks and months after the implant, the plaintiff began experiencing: severe, lower pelvic/abdominal pain; severe, abnormal menstruation pain; severe, abdominal cramping; severe, back pain; dyspareunia; migraines; vaginal discharge and infection; fatigue; weight fluctuation; a metallic taste in mouth; and itching. On (B)(6) 2015, an exploratory laparoscopy was done and the physician noted severe scar tissue near the essure device. On (B)(6) 2016, the plaintiff underwent a total hysterectomy with bilateral salpingectomy and oophorectomy. This invasive and painful surgery that she was forced to undergo was performed by physician at hospital, and left her with permanent scars. While most of her symptoms have resolved since the surgery, others remain, and new ones have developed, including painful urinary and bowel movements. Due to her symptoms and surgeries, she was forced to miss work. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe lower pelvic pain. A total hysterectomy with bilateral salpingectomy and oophorectomy was performed. The event is anticipated in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, plaintiff experienced this event over the following weeks and months after the implant. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain") and device dislocation ("migration of essure device") in a 29-year-old female patient who had essure (batch no. C35389) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mononessa. Concurrent conditions included morbid obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 6 months 27 days after insertion of essure, the patient experienced fallopian tube disorder ("severe scar tissue near the essure device, permanent scars"). On (B)(6) 2016, the patient experienced procedural pain ("painful surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ severe abdominal cramping"), dysmenorrhoea ("severe abnormal menstruation pain,dysmenorrhea (cramping)"), back pain ("severe back pain"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), dysgeusia ("metallic taste in mouth"), pruritus ("itching"), dysuria ("painful urinary"), dyschezia ("painful bowel movements"), headache ("headaches"), allergy to metals ("nickel allergy"), rash ("red rash on chest at all time"), weight increased ("weight gain / loss: weight gain"), abdominal pain lower ("lower abdomen pain") and uterine pain ("uterine pain"). The patient was treated with ibuprofen, paracetamol (tylenol), ibuprofen (advil), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)and essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, dysgeusia and pruritus was resolving, the device dislocation, vaginal discharge, vaginal infection, fatigue, weight fluctuation, dysuria, dyschezia, fallopian tube disorder, procedural pain, allergy to metals, rash, weight increased, abdominal pain lower and uterine pain outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube disorder, fatigue, headache, migraine, pelvic pain, procedural pain, pruritus, rash, uterine pain, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 228.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new events: headache, allergy to metals, rash, weight increased, abdominal pain lower, uterine pain, device dislocation were added. Previously reported event ¿dysmenorrhoea, pelvic pain, back pain, dyspareunia, pruritus, dysgeusia¿ outcome updated. Concomitant, treatment medication added. Reporter, patient demographic information updated. Product batch number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain") and device dislocation ("migration of essure device") in a 28-year-old female patient who had essure (batch no. C35389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedures performed: essure procedure and novasure endometrial ablation" on (B)(6) 2015. The patient's past medical history included unilateral leg pain, nausea and hepatic steatosis on (B)(6) 2015. Previously administered products included for birth control: mononessa; for an unreported indication: percocet. Concurrent conditions included obesity, dysfunctional uterine bleeding since (B)(6) 2015, uterine dilation and curettage since (B)(6) 2015, hysteroscopy since (B)(6) 2015, endometrial ablation since (B)(6) 2015, irritable bowel syndrome since (B)(6) 2015, endometritis since (B)(6) 2015, hematometra since (B)(6) 2016, adenomyosis since (B)(6) 2016, nabothian cyst since (B)(6) 2016, endocervical squamous metaplasia since (B)(6) 2016, chronic cervicitis since (B)(6) 2016, leiomyoma (cystic follicles and benign paratubal cysts.) Since (B)(6) 2016 and paratubal cyst (- uterine serosal adhesions.) Since (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube disorder ("severe scar tissue near the essure device, permanent scars"). On (B)(6) 2016, the patient experienced procedural pain ("painful surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuation"), weight increased ("weight gain / loss: weight gain"), dysgeusia ("metallic taste in mouth"), dyschezia ("painful bowel movements"), dysuria ("painful urinary"), fatigue ("fatigue"), uterine pain ("uterine pain"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain/ severe abdominal cramping"), abdominal pain lower ("lower abdomen pain"), back pain ("severe back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("severe abnormal menstruation pain,dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), allergy to metals ("nickel allergy"), pruritus ("itching") and rash erythematous ("red rash on chest at all time"). The patient was treated with ibuprofen, paracetamol (tylenol), ibuprofen (advil), antiinflammatory/antirheumatic products, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysgeusia, abdominal pain, back pain, dysmenorrhoea, dyspareunia and pruritus was resolving, the device dislocation, weight fluctuation, weight increased, dyschezia, dysuria, fatigue, uterine pain, abdominal pain lower, procedural pain, fallopian tube disorder, vaginal infection, vaginal discharge, allergy to metals and rash erythematous outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube disorder, fatigue, headache, migraine, pelvic pain, procedural pain, pruritus, rash erythematous, uterine pain, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 228.00 lbs. Mr - indications for procedure: she presents with intractable pelvic pain that is unresponsive to anti inflammatory medication and she is requesting definitive surgical therapy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Ultrasound scan vagina: on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2015, final diagnosis: endocervical curetting¿s: benign endocervical tissue. Endometrial curetting¿s: benign endometrial mucosa with weak secretory feature. On (B)(6) 2015, CT abdomen and pelvis: impression: there is a low attenuation fluid and air bubble identified within the endometrial canal. This would be an atypical appearance for a menstruating patient. Correlate for any recent endometrial procedure or instrumentation such as hysteroscopy or endometrial ablation. Infectious etiology such as an endometritis is a differential consideration. Correlate for any vaginal discharge. Hepatic steatosis. On (B)(6) 2016, specimen(s) submitted: specimens: uterine cervix and fundus. Bilateral tubes and ovaries. Final diagnosis: hysterectomy and bilateral salpingo-oophoru1:omy: cervical nabothian cysts, squamous metaplasia, and chronic cervicitis. Inactive endometrium. Leiomyoma. Cystic follicles and benign paratubal cysts. Uterine serosal adhesions. Gross description: metallic coils are noted at the fundus, within the right and left apparent fallopian tube orifices/cornua. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: "pelvic pain" and "medical device monitoring error". Most recent follow-up information incorporated above includes: on 27-feb-2018: mr received. Reporters were added. Medically confirmed case. Patient¿s historical condition, concomitant disease, treatment drug and unstructured relevant tests were added. Event procedures performed: essure procedure and novasure endometrial ablation was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain") and device dislocation ("migration of essure device") in a 28-year-old female patient who had essure (batch no: c35389) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedures performed: essure procedure and novasure endometrial ablation" on (B)(6) 2015. The patient's past medical history included unilateral leg pain, nausea and hepatic steatosis on (B)(6) 2015. Previously administered products included for birth control: mononessa; for an unreported indication: percocet. Concurrent conditions included obesity, dysfunctional uterine bleeding since on (B)(6) 2015, uterine dilation and curettage since on (B)(6) 2015, hysteroscopy since on (B)(6) 2015, endometrial ablation since on (B)(6)2015, irritable bowel syndrome since on (B)(6) 2015, endometritis since on (B)(6) 2015, hematometra since on (B)(6) 2016, adenomyosis since on (B)(6) 2016, nabothian cyst since on (B)(6) 2016, endocervical squamous metaplasia since on (B)(6) 2016, chronic cervicitis since on (B)(6) 2016, leiomyoma nos (cystic follicles and benign paratubal cysts.) Since on (B)(6) 2016 and paratubal cyst (- uterine serosal adhesions.) Since on (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube disorder ("severe scar tissue near the essure device, permanent scars"). On (B)(6) 2016, the patient experienced procedural pain ("painful surgery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuation"), weight increased ("weight gain / loss: weight gain"), dysgeusia ("metallic taste in mouth"), dyschezia ("painful bowel movements"), dysuria ("painful urinary"), fatigue ("fatigue"), uterine pain ("uterine pain"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain/ severe abdominal cramping"), abdominal pain lower ("lower abdomen pain"), back pain ("severe back pain"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("severe abnormal menstruation pain, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), allergy to metals ("nickel allergy"), pruritus ("itching") and rash erythematous ("red rash on chest at all time"). The patient was treated with ibuprofen, paracetamol (tylenol), ibuprofen (advil), antiinflammatory/antirheumatic products, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysgeusia, abdominal pain, back pain, dysmenorrhoea, dyspareunia and pruritus was resolving, the device dislocation, weight fluctuation, weight increased, dyschezia, dysuria, fatigue, uterine pain, abdominal pain lower, procedural pain, fallopian tube disorder, vaginal infection, vaginal discharge, allergy to metals and rash erythematous outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, device dislocation, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, dysuria, fallopian tube disorder, fatigue, headache, migraine, pelvic pain, procedural pain, pruritus, rash erythematous, uterine pain, vaginal discharge, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 228.00 lbs. Mr: indications for procedure: she presents with intractable pelvic pain that is unresponsive to anti infiammatory medication and she is requesting definitive surgical therapy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Ultrasound scan vagina: on (B)(6) 2015: total bilateral occlusion. On 11may2015, final diagnosis: endocervical curetting¿s: benign endocervical tissue. Endometrial curetting¿s: benign endometrial mucosa with weak secretory feature. On (B)(6) 2015, CT abdomen and pelvis: impression: 1. There is a low attenuation fluid and air bubble identified within the endometrial canal. This would be an atypical appearance for a menstruating patient. Correlate for any recent endometrial procedure or instrumentation such as hysteroscopy or endometrial ablation. Infectious etiology such as an endometritis is a differential consideration. Correlate for any vaginal discharge. 2. Hepatic steatosis. On (B)(6) 2016, specimen(s) submitted: specimens: 1. Uterine cervix and fundus. 2. Bilateral tubes and ovaries. Final diagnosis: hysterectomy and bilateral salpingo-oophoruomy: cervical nabothian cysts, squamous metaplasia, and chronic cervicitis. Inactive endometrium. Leiomyoma. Cystic follicles and benign paratubal cysts. Uterine serosal adhesions. Gross description: metallic coils are noted at the fundus, within the right and left apparent fallopian tube orifices/cornua. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: "pelvic pain" and "medical device monitoring error". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 17-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe lower pelvic pain. A total hysterectomy with bilateral salpingectomy and oophorectomy was performed. The event is anticipated in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, plaintiff experienced this event over the following weeks and months after the implant. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.